Event description:
Patient was having a mitraclip procedure performed. Structural heart fellow was pre-closing the right femoral vein (rfv) with a perclose while attending was observing in the control room. Perclose got stuck in the leg, attending scrubbed in to assess the situation and vascular surgery was called to come down and help retrieve the stuck device. However, when the device was removed the flexible segment of the closure device was retained in the body. The structural heart doctor had to gain access in the left femoral vein (lfv) to snare the piece out which he was successful in doing so. When inspecting the device (in two pieces) outside of the body compared to a brand new perclose, it was noted that a small plastic piece of the device was missing. The piece was at first visualized floating around in the right atrium via transesophageal echocardiogram (tee). After a few minutes while using tee again it was no longer visible and was presumed by the doctor to be in an arterial pulmonary branch. It is unknown if this whole incident was mechanical failure or user error. Manufacturer response for device, hemostasis, vascular, perclose¿ prostyle¿ (per site reporter). After speaking with staff, we have concluded several possible ¿theories¿. -upon entry into the vessel, the catheter may have been twisted and due to the distal tortuosity of the vessel, a small portion of the vessel wall may have become wedged in the area of the footplate, causing the catheter to become ¿stuck¿. A second possible theory. -one doctor noticed a greater than normal resistance when advancing the perclose device. It was noted that the patient had severe iliac artery tortuosity due to an previously found abdominal aortic aneurysm. Subsequently, a aaa stent graft was previously placed and the stent graft can be observed under floro. The iliac artery stent limbs could be compressing the iliac vein, causing the resistance felt during the advancement of the perclose device and causing the distal portion of the device to become ¿lodged¿ in the vessel. Both doctors are experience operators and have been deploying perclose for over a decade. It¿s my opinion that severe tortuosity and compression of the distal vessel played a role in the issue that was noted. Sales rep-<name redacted>.